Event description:
The customer contact reported a delay in critical therapy due to the touchscreen not responding during programming. On an unspecified date and time, the device was programmed to deliver 10% dextrose in water and the delivery was started. No specific programming parameters were provided. It was reported that the device had been in use of one day when the nurse reported the touchscreen of the device did not respond when attempting to reprogram the device. No specific event details were provided. The device was removed from clinical service. The customer contact indicated the delay in resuming therapy was approximately 15-25 minutes. Although there was potential for serious injury, the customer contact indicated there were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device will not be returned to hospira for testing and investigation. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.